Manufacturer narrative:
H11: manufacturing review: a complaint history review was performed. This is the second complaint reported for this product / lot number combination. A DHR review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the halo dilator was not returned for evaluation. Images or video files were also not provided for review. Therefore, the investigation is determined to be inconclusive for the reported dilator torn issue. The root cause for the reported dilator torn issue could not be determined based upon the available information received from the field communications. Possible contributing factors include patient factors, user procedural and handling techniques, however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Labeling review: the instruction for use for this halo one device reviewed and the following sections are applicable indication for use the halo one thinwalled guiding sheath is indicated for use in peripheral arterial and venous procedures requiring percutaneous introduction of intravascular devices the halo one thinwalled guiding sheath is not indicated for use in the neurovasculature or the coronary vasculature. Contraindications there are no known contraindications for the halo one thinwalled guiding sheath warnings 1 contents supplied sterile using ethylene oxide eto nonpyrogenic do not reuse reprocess or resterilizethis device is intended for single use only. 2 do not resterilize after resterilization the sterility of the product is not guaranteed because of an indeterminable degree of potential pyrogenic or microbial contamination which may lead to infectious complications cleaning reprocessing andor resterilization of the present medical device increases the probability that the device will malfunction due to potential adverse effects on components that are influenced by thermal andor mechanical changes. 4 visually inspect the packaging to verify that the sterile barrier is intact do not use if the sterile barrier is opened or damaged. 5 use the sheath prior to the use by date specified on the package. 6 do not advance the guidewire sheathdilator procedural device or any component if resistance is met without first determining the cause and taking remedial action. 8 the halo one thinwalled guiding sheath has not been evaluated for use in the neurovasculature or the coronary vasculature. 10 only advance or retract the sheath with the dilator inserted and only advance or retract the sheath and dilator while placed over a properly sized guidewire. 11 failure to deactivate the procedural device prior to removal through the sheath may cause damage to the sheath and may result in patient injury. Precautions 1 the halo one thinwalled guiding sheath shall only be used by trained physicians access procedures should be conducted under fluoroscopic guidance with appropriate xray equipment and or ultrasound. 4 the minimum acceptable sheath french size is printed on the package label do not attempt to pass devices through a smaller size sheath introducer than indicated on the device label. 6 carefully inspect the sheath prior to use to verify that the sheath has not been damaged during shipment and that its size shape and condition are suitable for the procedure for which it is to be used do not use if product damage is evident. 8 insert dilator into the center of the sheath valve forced insertion of the dilator which misses the center of the valve may cause damage and result in blood leakage. 9 advance or withdraw the sheath slowly if resistance is met do not advance or withdraw until the cause of resistance is determined. 10 when inserting manipulating or withdrawing a device through the introducer always maintain the introducer position. 11 remove the dilator from the sheath slowly to avoid incomplete closing of the valve resulting in blood leakage. 15 take care when back loading the tip of the dilator over the guidewire to avoid damage to the dilator. 18 do not place sutures on the sheath tubing since this may restrict accessflow through the sheath when puncturing suturing or incising near the sheath be careful not to damage the sheath proper functioning of the sheath depends on its integrity care should be used when handling the sheath. 19 if using fluid injection through the 3 way stopcock ensure the dilator or procedural device is not in place at the same time. 20 if resistance is felt during postprocedure withdrawal of the procedural device it is recommended to remove the procedural device guidewire and sheath as a single unit. 21 in order to activate the hydrophilic coating it is recommended to wet the halo one thinwalled guiding sheath with heparinized saline solution immediately prior to its insertion in the body failure to activate the coating may lead to suboptimal trackability of the sheath to maintain lubricity this surface must be kept completely wet. 22 proper functioning of the halo one thinwalled sheath depends on its integrity care should be used when handling the sheath damage may result from kinking stretching or forceful wiping of the halo one thinwalled guiding sheath do not continue to use the sheath if the shaft has been bent or kinked. Storage: store in a cool dry dark place rotate inventory so that the catheter and other dated products are used prior to the use by date do not use if packaging is damaged or opened. Directions for use: halo one thinwalled guiding sheath preparation. 1 verify the french size is suitable for the procedure and can accommodate the required procedural devices as labeled figure 3 remove sheath and dilator from package. 2 prior to use the air in the sheath and dilator should be removed to facilitate purging the device is packaged with the dilator inside the sheath in a reverse direction allowing both to be flushed simultaneously select a syringe or inflation device with a 10 ml or larger capacity and fill approximately half of it with sterile saline solution prepare the lumen by connecting the syringe or inflation device containing the solution into the stopcock on the sideport of the sheath and flush with the sterile heparinized saline solution figure 4 close the stopcock to maintain the air tightness following flushing. 3 prior to use the reverse loaded dilator must be removed from the distal end of the sheath if not already completed at step 2 the air in the dilator lumen should be removed to facilitate purging select a syringe or inflation device with a 10 ml or larger capacity and fill approximately half of it with sterile saline solution prepare the lumen by connecting the syringe or inflation device containing the solution into the luer connector of the dilator hub and flushing with the sterile heparinized saline solution figure 7. 4 insert the provided vessel dilator through the hemostatic valve and click the dilator hub into place in the valve housing figures 5 and 6. 5 in order to activate the hydrophilic coating where labeled it is recommended to wet the halo one thinwalled guiding sheath with sterile saline solution immediately prior to its insertion in the body. Use of the halo one thinwalled guiding sheath 6 identify the insertion site including but not limited to radial femoral popliteal tibial or pedal access sites and prepare the site using proper aseptic technique and local anesthesia as required. 7 at the operators discretion make a small skin incision at the puncture site with a surgical scalpel recommended for scar tissue at the access site. 8 backload the distal tip of the halo onethinwalled guiding sheath dilator over the prepositioned guidewire and advance the tip to the introduction site. 9 advance the dilator and the sheath through the skin and into the vessel grasp the sheath and dilator assembly close to the skin while advancing to avoid buckling employ a rotating motion while advancing as required note if using a hydrophilic guidewire ensure that it is kept hydrated with sterile heparinized saline at all times. 10 carefully advance the dilator and the sheath over the wire to the site required within vessel the radiopaque marker identifies the sheath tip location under fluoroscopy. 11 disconnect the dilator hub from the valve by bending to the side to unsnap from the valve cap figure 8 remove the dilator slowly while holding the sheath in place and ensuring the guidewire remains in place figure 9 as required. 12 load the procedural device over the prepositioned guidewire. 13 advance the procedural device carefully into the centre of the valve diaphragm and through the sheath to the treatment site figure 10 while maintaining the sheath position. 14 position the procedural device relative to the lesion to be treated figure 11 ensuring the active mechanism portion of the procedural device is not within the sheath. 15 following use ensure the procedural device is fully deactivated before carefully withdrawing the procedural device through the sheath while maintaining the sheath position. 16 after the procedure is completed insert the dilator over the wire into the sheath. 17 slowly withdraw the sheath and dilator as a unit and then remove the guide wire. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure via contralateral approach using halo one thin-walled guiding sheath. It was reported that during use the dilator was torn. There was no reported patient injury.